Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient use on the intensive care unit (ICU). The pump was programmed to deliver lactated ringers (lr) bolus at a rate of 500 ml/hr over 60 minutes and a volume to be infused (vtbi) of 500 ml. The primary line was clamped during the bolus administrations. When the bolus was completed, there was 100 ml remaining in the lr bag from the first bolus and 100 ml in the bag from the second bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.